Event description:
It was reported patient is having discomfort at the site of the extensions. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient's weight is not available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's discomfort has gotten better. Surgical intervention is no longer needed.